Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date was not available and has been requested. Once the manufacture date is available a supplemental report will be sent. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead was performed only. Concomitant product: product ID adsr01 implanted: (B)(6) 2008. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the pierce county office of the medical examiner with limited information. Information identified in the paperwork indicated the patient died approximately five years post implant of the ipg system. It was also reported by a family member that the patient died unexpectantly and that the device contributed to the death. A cause of death was requested from the medical examiner and was not provided.